Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The buttons on the insulin pump responded properly. Mo moisture damage on keypad traces noted. The device had minor scratched display window.

Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer's blood glucose reading was 109 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.